Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an unrelated procedure, the device was explanted and replaced due to a potential anomaly with the header. The patient was stable with no consequences.

Manufacturer narrative:
The pacemaker was received in normal working conditions, with the battery voltage above elective replacement indicator (eri) level. Electrical and mechanical analysis performed, including sensitivity testing under field settings was unable to find any sensing anomalies. Visual inspection of the header and connectors did not reveal any contamination or foreign material that could have contributed to the reported event. A longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity. The reported event of a header anomaly could not be confirmed.